Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a peripheral interventional procedure. The physician used an antegrade puncture and the access site was confirmed in the right common femoral artery by fluoroscopy. Adequate mark was not achieved. The physician chose to continue. The m.d.advanced the device and a "crack" was heard. The m.d. Attempted to remove the device but felt resistance. When the m.d. Pulled a "little harder" the device broke at the distal guide. The patient was taken to surgery for device rmoval. The surgeon reported that a very small incision was required and the device was easily removed from the patient. The patient was scheduled for surgical procedure to the right foot an this event did not prolong the patient's hospitalization. There were no further adverse sequelae.